Event description:
It was reported that the surgical table was in the process of downward motion when the table suddenly dropped approximately 24 inches. There was no reported injury ot a patient or user.

Manufacturer narrative:
After additional investigation, it was discovered that the staff informed the initial reporter that the table had been lowered onto a mayo stand that was positioned under the leg section causing the table to drop suddenly when the stand slid away from the table. There was no reported issue with the table itself, but the even twas caused by user error due to failing to ensure objects were away from the table during the downward movement. The customer returned the table back into service.